Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular lead occasionally had pacing failure. A x-ray showed no dislodgement and the intermittent capture is considered to be due to cardiomegaly due to cardiac failure. The lead is being monitored and remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.